Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged heart issues. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging heart issues. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: during the investigation pil observed unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) at the air inlet of the blower box and iso portin the iso port (international organization of standardization.) Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal, bottom of the blower motor and inside of the blower motor. Tiny unknown white, brown, and black specks of contamination (dust-like), (inconsistent with degraded sound abatement foam), on the bottom of the blower box. Tiny unknown brown, and black (inconsistent with degraded sound abatement foam), specks of contamination in the bottom enclosure. Unknown brown residue on top of outside case. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.